Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation x-inspect returned samples. Analysis and findings distribution history: this complaint unit was manufactured at csi in 2008 under wo # (B)(4) and shipped on 2/1/07. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Most for old units. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 7/08/19. Visual evaluation: visual examination of the complaint unit revealed no damage but main valve was worn. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The unit has lost vacuum. Root cause : the root cause of this issue has been attributed to normal wear and tear. Loss of vacuum typically implies a unit was exposed to impact damage. Given the age of the unit, it is considered more likely this unit may have given out due to handling including some impacts over the 11 years of service. Correction and/or corrective action this unit was scrapped out per the customer's request. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "leaks out of the bottom freezing the outside of the container" "unintended and unwanted freezing of skin " reference repair order # (B)(4). Reference: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "leaks out of the bottom freezing the outside of the container." "Unintended and unwanted freezing of skin." (B)(4).